Event description:
It was reported that during a coil embolization treatment procedure, the coil was broken. The target lesion was located in the severely tortuous internal iliac artery. A renegade stc microcatheter was placed in the patient and continuous flushing was maintained. The 6mm x 20cm fibered interlock detachable coil (f-idc) was advanced and "heavy resistance" was met in the middle of the renegade catheter. Force was applied and the coil ultimately was stretched and broken. It was noted that the "bare coil position and fiber coil position is disconnected." The device was exchanged for another of the same to complete the procedure. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).